Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer had a button error alarm on the insulin pump. Customer's husband stated that the pump was overbolusing and the settings were changed. Customer has been both hypoglycemic and hyperglycemic. Customer's blood glucose was 475 mg/dl and they treated manually. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was offered a loaner pump.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and a cracked reservoir tube. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm and displacement test.